Event description:
Resident's blood sugar was around 100 mg/dl on the supreme ii blood glucose meter (bgm). Resident was then taken to the hospital. The resident's blood glucose was then tested at the hospital and was around 700 mg/dl.